Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that all of a sudden the insulin pump is not working. Customer reloaded the pump twice and it has a no delivery alarm. Customer changed the infusion set but had a no delivery. Customer stated that she is getting the alarm before she hooks it up to her body. Customer stated that there is something wrong with the tubing. Customer's blood glucose was 286 mg/dl at the time of the incident. Customer was advised to use the plunger to push the insulin through the tubing. Customer stated that the insulin was not exiting. Customer stated that she had an insulin reaction and the medics had to come. Customer stated that her insurance company changed her insulin to novolog so she doesn't have humalog. Customer's blood glucose went down to 40 mg/dl because of that. Customer stated that she gave herself 2 units of insulin through a shot.